Event description:
Complainant alleged that during biomed testing, the device will not discharge below 20 joules. Complainant indicated that there was no patient involvement in the reported malfunction.